Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide patient information. Provide patient race: race: (B)(6).

Event description:
Additional information was received on december 11, 2018. The type of procedure was being performed was a cath. Through the right femoral artery. The procedure sheath size used was a 6fr. A pre deployment angiogram was not performed. The sheath of the angio-seal device could not be inserted into patient's body despite force and multiple attempts. Manual compression was applied for 20 minutes. The patient was reported to be in stable condition.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusion. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angio-seal device the sheath would not enter the patients' body despite effort. It was reported that all steps/procedure of angio-seal deployment had been verified and no error had been recognized. The patient was not harmed and the patient was treated as intended.

Manufacturer narrative:
One 6fr angio-seal vip was returned for evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. One unused carrier tube assembly was returned in an incompletely opened aluminum foil. Visual inspection revealed that the arteriotomy locator was slightly curved. No bending and kinking of the sheath near the holes or at any other location was noted. The outer diameter of the hemostasis sheath was measured and the outer diameter of the locator were measured and confirmed to meet manufacturer specifications. No anomalies were noted on the returned device. There is no evidence that this event was related to a device defect or malfunction. No anomalies were noted on the returned device. The exact cause of the reported event cannot be definitively determined based on the available information.